Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a severely calcified coronary artery. A synergy¿ drug-eluting stent was advanced in and out of the body for multiple times. However, when the stent was advanced for the last time, the stent came off the delivery system. The detached stent was lost and was not able to be retrieved. The procedure was not completed due to the event. No further patient complications were reported and the patient's status was fine.